Event description:
The customer reported that the system had an interlock failure and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced a fuse, checked and regreased the sticks at the tube and performed filament calibration. The system was tested and found to be working as intended and put back in service.